Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2020-23481. It was reported that noise was seen on recorded events on the device, as high ventricular rates, auto mode switch (ams) episodes, and noise reversion episodes. The patient's right atrial (ra) and right ventricular (rv) lead were sensing noise. The patient experienced spells of dizziness due to pacing inhibition. The leads were extracted and replaced on (B)(6) 2020. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.